Manufacturer narrative:
In the initial report the related manufacturer report number should have been 3006705815-2020-00182,and 3006705815-2020-00180 instead of per-2019-0276366. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Ipg port not closing. Patient originally had a right lead migration. During procedure one of the leads was cut, the second lead was found to be kinked,((B)(4)) and one of the ports to the ipg was not closing off once the lead was inserted. So the ipg was replaced too.